Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level displayed as "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump. Customer would reload the same cartridge and or load a new cartridge to fix the issue.